Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed motor error while attempting to prime a new set. The patient's blood glucose at the time of incident was 4.4 mmol/l. During troubleshooting the customer was able to rewind the insulin pump. However, the patient rewound and primed two more times and received a motor error alarm both times. The device also alarmed no delivery recently as well. The insulin pump will be returned for analysis.